Event description:
It was reported that the procedure was to treat a lesion located in the moderately calcified, 99% stenosed, mid left anterior descending artery. The 2.0-8 mm trek rx balloon catheter was advanced to the lesion with no significant resistance felt during advancement. An attempt was made to inflate the balloon up to 8 atmospheres (atm); however, the balloon ruptured during the first inflation at less than 8 atm. A non abbott 2.0-10 mm balloon catheter was used for further dilatation and a non-abbott stent was deployed, followed by post-dilatation. There was no clinically significant delay in the procedure or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.